Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. Confirmatory testing performed with cepheid. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that max 44500301_1243693 false positives.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref (B)(4)) lot 1243693 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd maxtm system indicated that lot 1243693 was manufactured according to specifications and met performance requirements. Customer reported suspected false positive results with bd sars-cov-2 reagents for bd max¿ system kit lot 1243693. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. According to the information provided, customer obtained discrepant results in the initial runs and the retests performed with either the bd max¿ reagents or the cepheid assay. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ lot 1243693. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. Confirmatory testing performed with cepheid. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that max 44500301_1243693 is false positives.